Event description:
It was reported that the patient was seen in the physician¿s office in (B)(6) 2014 for a post-operative appointment for their implantable neurostimulator (ins) where there were no complaints of weakness or difficult ambulation. The patient¿s wife then contacted the manufacturer¿s representative on the morning of (B)(6) 2014 where it was noted that the patient woke up and was unable to walk due to weakness, loss of sensation, and swelling the of their legs. Additional symptoms of loss of reflexes in the lower extremities and paralysis were reported. The patient was instructed to go to the emergency department where cat scans taken were inconclusive. The patient¿s physician then explanted the entire ins system along with a non-functioning system of another manufacturer. It was noted that there was a moderate amount of brownish drainage superficially from the thoracic wound. No hematoma or ¿anything compressing¿ was seen during the surgery. Cultures that were taken grew ¿regular¿ staph. On follow up, it was reported that the patient was working with physical therapy and was gaining some strength. MRI scans were negative as far as potential complications from the ins system. A neurologist was being consulted since all testing was negative. No other details or an outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).